Manufacturer narrative:
This follow-up is being submitted to relay additional information. (B)(4). Visual examination of the provided picture identified the femur and articular surface explanted in a container. The products are covered in bio-debris. No further evaluation can be made from the provided picture. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: loosening of the femoral implant of the left knee arthroplasty. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. It was noted the patient fell and the femur loosened. As the reason for the fall is unknown, a definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: mechanical (g04)- femur.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: natural tibia cemented 5 degree stemmed left size e, item# 42532007101, lot# 64154884; articular surface fixed bearing (cr) left 10 mm height, item# 42512000510, lot# 64242552; all-poly patella cemented 29 mm diameter, item# 42540200029, lot# 64257196; palacospro 75g, item# 66044274, lot# h101. Report source foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately three years and ten months due to the patient falling which caused femoral loosening. Attempts to obtain additional information have been made; however, no more information is available at this time.